Event description:
It was reported that a folfusor under-infused. This occurred during a patient infusion. The reporter stated that the patient was attached for 48 hours. When the volume did not decrease, the patient was attached for an additional 24 hours. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Device manufacture dates for lot 13f081: june 25, 2013 - june 26, 2013. The device was not returned; therefore, an evaluation could not be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.